Event description:
A consumer stated that she had allegedly received burns on her right buttocks while using a heating pad, and that medical attention was sought. The consumer stated that she had noticed that the heating pad was ripped and torn in several places, and that she had noticed this prior to receiving her injuries. The proper use instructions clearly state that you should carefully examine the inner cover before each use, and to discard the pad if the inner covering shows any sign of deterioration. She also stated that she lays on the heating pad during use, which is contrary to proper use instruction. Kaz USA, inc. Has requested that the product be returned to our company for testing.